Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Review of the progress notes for the patient identified weakness, pain, swelling, mild effusion, and decreased rom. Device history record (DHR) was reviewed and no discrepancies were found. Per package insert: pain, swelling, difficult in walking, and poor range of motion are known adverse effects of this system. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. UDI# (B)(4). Concomitant medical products: part # 42500006201, femur cemented, lot # 62848661, part # 42511400511, articular surface, lot # 63421199, part # 42532005701, tibia cemented, lot # 11021655. Multiple MDR reports were filed for this event, please see associated reports: 3007963827 - 2019 - 00268, 3007963827 - 2019 - 00269, 0001822565 - 2018 - 06677.

Event description:
It was reported that approximately 1.5 years post implantation, the patient has complaints of an occasional rash to the stomach and neck, and the l knee is hot to the touch. The patient also complains of pain, limited rom, and irritation on facial skin. Attempts have been made and no further information has been provided.